Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause(s) of this type of event include leveraging during insertion or improper bone preparation and/or selection of the incorrect screw size as well as over-insertion or inserting the implant at an angle not co-axial to the pilot hole. The dfu states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Other: discarded by facility.

Event description:
The screw head broke off. The head was retrieved. The remainder of the screw was left in the patient. Right fibula fracture repair.